Manufacturer narrative:
The device was not returned and could not be evaluated. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. A lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
Just after pumping started, ¿check iab catheter¿ alarm was generated. Iab seemed to be being bent opposite approx. 2 mm from balloon tip or caused inflation failure of balloon on an image. Replaced catheter to continue therapy. No patient injury was reported. Mild tortuosity was noted in the patient vessel.